Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5554-45 lead, implanted: (B)(6) 2005; 419488 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient presented to the ER for chest pain. The right atrial (ra) lead exhibited undersensing. The implantable cardioverter defibrillator (ICD) was not mode switching appropriately. The lead was reprogrammed and both devices remain in use. No patient complications have been reported as a result of this event.